Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. Customer declined to reload the cartridge while troubleshooting with tandem technical support, but will monitor the insulin gauge. Customer reported elevated blood glucose levels ranging from 200 to 300 (mg/dl) and delivered a bolus with the pump to stabilize bg level.